Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced continuous pain going down his leg that the implantable neurostimulator (ins) "should have addressed." It was stated that the patient's healthcare provider (hcp) suspected the ins was "not working properly." It was also stated that the ins had flipped and the patient "was catching the corner on things." It was stated that had happened about a year prior to report and was "getting worse." The patient was redirected to their hcp and if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3998, lot # v592257, implanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).